Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a calculation error where an incorrect diopter lens was implanted in the patient's left eye. Lens was replaced and the patient is now doing fine post operatively.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope revealed surface residue (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. The lens was received cut in two pieces that could be related to the handling of the unit during the explant process. Also, no defects related to the manufacturing process were observed in the lens returned. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.